Event description:
Technician alleged all four casters swivel when in brake.

Manufacturer narrative:
Technician replaced all four casters and installed brake / steer upgrade on both ends to resolve the issue.